Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the caller was in the operating room (or) doing an ins placement. They noted seeing >4000 ohms on all bipolar contacts. The manufacturer help line had the caller remove the lead, wipe it down, and re-insert. Upon re-insertion, they noted they were only seeing the <(><<)>50 ohms on monopolar contacts. It was reviewed that there should not be an actual short between the case and a contact. The caller was to close up. There were no patient symptoms or further complications reported at this time. Additional information was received from a healthcare provider via a manufacturer representative (rep). They clarified that the report the lead was removed, wiped down, and re-inserted was in reference to just removing the lead from the ins connection and then being reinserted into the header. When asked what most likely caused or contributed to the high impendence reading, they reported the manufacturer representative was mistaken. In looking at the individual electrode impedance readings, all were <(><<)>50 ohms on monopolar contacts. The issue was resolved when the manufacturer help line explained that <(><<)>50 ohms on monopolar contacts was safe to proceed with the procedure. There were no patient symptoms nor further complications. The cause of the low impedance readings was not determined, but the issue was resolved. Device removal or replacement was not planned. The device was implanted for urge incontinence.